Manufacturer narrative:
H10: one (1) new list# 11956, clave® connector, lot # 4410418 was received for testing on (B)(6)2020. The reported complaint of leakage was not confirmed or replicated on the returned new list# 11956 clave. The clave was leak tested and put through a multiple activation test and no leaks or stick downs were observed. The clave was found to meet product specifications. The used clave and mating devices were not returned for investigation. A DHR (device history review) lot# 4410418 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The customer stated that a device is available for evaluation; it has not been received.

Event description:
This event is associated with user facility medwatch number mw5091784. The event involved a clave connector where the inside stopper remained depressed and resulted in a leak of chemotherapy, taxol, onto the patient's skin. The leak occurred on the top of the clave where it connects to the tubing. The patient was properly handled and skin washing occurred.